Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) could not be interrogated and would not produce magnet tones at a routine follow-up.